Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient started feeling dizzy and disoriented. His cgm was reading 95 mg/dl. No bg meter comparison value was taken at this time. The patient eventually fell, and the patient¿s wife called emergency medical services. Once ems arrived, the patient¿s cgm was reading 95 mg/dl while the bg meter reading was 52 mg/dl. The patient was treated with an oral glucose solution. Approximately 2 minutes later, the patient got up and ¿felt fine¿. The patient then replaced his sensor. There was no documentation of the patient being taken to the ER. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statment in the initial MDR, "the reported glucose values fall within the c zone of the parkes error grid."

Event description:
There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the c zone of the parkes error grid at the emergency room.